Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 506 mg/dl. Bg level was addressed by delivering a correction bolus. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.